Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source spare lamp indication is on. In addition, the narrow band imaging and the auto gain brightness function was not working. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the spare lamp indication turning on.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to d9, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found the flat cable and dear foot were corroded, the white lens was cloudy, the top cover coating was peeling, the rear panel and chassis were worn, and there were scratches on the front panel and lamp door label. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (spare lamp indicator blinking) was due to a faulty spare lamp. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.